Event description:
During the procedure, the trufill coil 2.5x3.5 (637mf2535/15686170) was stretched during the positioning while being used for framing. The trufill coil and the microcatheter were safely removed. Another trufill coil 2.5x3.5 (details unknown) was used to successfully complete the procedure. This is not a potential adverse event.

Manufacturer narrative:
Conclusion: during the procedure when the 2.5x3.5 trufill orbit mini complex fill ((B)(4)) was used for the framing coil, the coil stretched during positioning. The trufill orbit was removed safely with the microcatheter without unintended detachment of the coil. Another same sized trufill orbit coil was used and the procedure was successfully completed using the same prowler select ples 45 degree microcatheter (mc). The target vessel was an anterior communicating (acom) aneurysm without vessel tortuosity and unknown calcification. An adequate continuous flush was maintained through the mc. There were no problems deploying the coil through the mc. It is not known if coil entanglement with previously placed coils may have contributed to the event. It was reported that additional manipulation or torque was not applied during positioning in the aneurysm. There were no damages noted to the coil system or mc prior to use or after use and the same mc was used to complete the procedure. It is not known if coil entanglement with previously placed coils may have contributed to the event. A non-sterile orbit mini complex fill 2.5x3.5 coil system was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was not received for evaluation. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The cause of the stretched coil and other damages found on the returned device cannot be determined based on the analysis and reported information. It is possible that device manipulation, fixation of the coil during withdrawal/repositioning may have contributed; however, a definitive root cause conclusion cannot be made. With review of the analysis, the device history records, and reported information, there is no indication of a relationship of the event to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15686170 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: trufill coil 2.5x3.5 (details unknown); microcatheter (details unknown).